Event description:
It was reported the patient's ipg flipped and the site was uncomfortable and sore. The patient underwent a revision surgery on (B)(6) 2013 to relocate the ipg to a new pocket site which resolved the issue. Also, two extensions were added. Follow-up reprogramming provided patient with effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.